Manufacturer narrative:
Concomitant medical products: 4092-58 lead, implanted: (B)(6) 1999. The manufacturing date could not be located in the manufacturing database. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to bacteremia. The organism was identified as (B)(6). No further patient complications have been reported as a result of this event.